Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp was removed after 5 days of support due to possible infection. A new impella cp was inserted. The patient is stable.

Manufacturer narrative:
The investigation into the reported infection /sepsis has been completed since the original report was filed. No product was returned. The cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination, unknown relation to impella.